Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation per specification. Performed insertion test using new lab quick-set. Quick-serter failed per inspection, found quick-serter's barrel walls with excessive glue from quick-set tape.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported being hospitalized due to diabetes ketoacidosis and a stroke. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with an insulin drip. The customer also reported an issue with the quick serter not releasing properly. No additional information was provided.